Event description:
It was reported to covidien on (B)(6) 2011 that a customer has an issue with tumescent infiltration pump. The customer states that the tumescent pump stopped working properly. When the customer released the front piece where the tubing was secured, there appeared to be damage in the rotator/motor.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.